Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin in the reservoir compartment noted while changing the site and when she took the insulin out of the device. The blood glucose reading was 203mg/dl. No further information was provided.